Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels. The paramedics were called and treated the customer with glucose injections. No more information provided.